Event description:
On (B)(4) 2014, the reporter contacted animas, alleging that the up and down keypad buttons were under responsive to button presses. The reporter indicated that the keypad was observed to be peeling and evidence of moisture was observed behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2015 with the following findings: there was no damage found to the keypad. The contrast button was found to be responding intermittently to presses; all other buttons were found to be responding appropriately to button presses. A leak test was performed and found that the pump was leaking from the keypad. The keypad was removed and contamination was found under all of the button contacts. The pump was opened and moisture damage was observed on the printed circuit board. The returned battery cap was able to secure appropriately to the pump for investigation.